Manufacturer narrative:
Device code 1494: off-label use (under 21yrs of age at date of implant) type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -10.50 diopter implantable collamer lens was implanted into the patients left eye (os) on(B)(6) 2022. The lens was implanted and removed intraoperatively with no patient injury. On (B)(6) 2022 a replacement lens of shorter length was implanted and the problem resolved. Cause of event was unknown. For additional information the reporter indicated " the size of the intraocular lens implanted in the right eye is too large, so the small lens is selected in the left eye".